Manufacturer narrative:
The reported symptom (iipv (dv up to 180% of fv)¿ was not confirmed. The reported symptom ¿electrical shock due to operator error¿ was not confirmed. A visual inspection of the returned cycler exterior showed no signs of physical damage. An (as-received) simulated treatment was performed and completed without failures. The cycler weighed fill volume values were within tolerance. Hipot test passed. System air leak test passed. Valve actuation test passed. Patient sensor calibration check passed. Load cell verification was within tolerance. There were no discrepancies encountered during the internal inspection of the cycler. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
Peritoneal dialysis patient contact reported an electrical shock when touching the screen to review the cycler data at time of this call. Caller stated that the cycler is connected into a grounded outlet. The patient was advised to discontinue use of the cycler and to contact the clinic nurse. Follow up with the peritoneal dialysis patient nurse indicated that the patient did not experience any complications as a result of the alleged event. The allegation of an electrical shock was not reported to the clinic.